Manufacturer narrative:
(Date of event): (B)(6) 2017.

Event description:
A report was received that the connection at the patient's lead extension was shorting out. The physician confirmed that when a manual pressure was placed over the connection site, the stimulation would shut off immediately. The patient will undergo an extension revision procedure.